Event description:
Before starting the case with the patient in the room, a smoke smell and visible smoke were noted from the fan of the tactisys on the back. The procedure continued with a flexibility se catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One tactisys quartz was received for evaluation. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was isolated to the pcb interface board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.